Event description:
A pt contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the green (+3.3v) wire was cut through the trunk cable insulation. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged green wire. The root cause of the damaged cable and wire cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.